Event description:
It was reported that the left ventricular lead dislodged. It was suspected that excessive force in the arm and shoulder region caused the dislodgement. The lead was successfully repositioned on (B)(6) 2015. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).